Manufacturer narrative:
The insulin pump was received with operational currents within spec and passed self test and displacement test. No low battery were noted. However, pump trace download analysis confirmed the pump alarmed power loss alarm and replace battery alert. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage (loaded vlith) as shown on the power management graph and confirmed power loss alarm and replace battery alert due to connector resistance j6 /pcb 1. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored and functioned properly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had received often weak batteries alarm. The customer blood glucose was 14 mmol/l. The customer was advised to restart the insulin pump by removing battery. The customer reported problem was reoccurred even after restart. The insulin pump will be returned for analysis.